Event description:
It was reported that stent inadvertent deployment occurred. An 8x100x120 epic stent was selected for biliary stenting. However, during preparation, it was noted that the stent was partially open. The procedure was completed using an alternative device. No patient complications were reported.